Event description:
It was reported that the blade broke during an operation. There was no pt injury reported.

Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed and all specifications were met.